Event description:
Additional information from the health care provider stated the cause of the event was unknown, and did not "believe" the urinary tract infections were related to the therapy. It was also noted that there was no hospitalization or injury involved with the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been having 'a lot' of urinary tract infections since their device was implanted. There was no comment on whether or not the patient's device was helping with incontinence. It was also stated the patient was considering device removal. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3093-28, lot# j0454962v, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was admitted to the hospital on 2013-(B)(6) due to a urinary tract infection.